Event description:
It was reported that after a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the maryland bipolar forceps instrument had a damaged black wire. The instrument did not respond to the surgeon's command. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed intraoperatively during movements on air before touching tissue. Reporter was unable to provide information on whether the wire was exposed due to damaged insulation or if the cable was intact or broken in half or whether there were any signs of thermal damage at the site of insulation damage. There was no loss of cautery associated with the damaged cable. No arcing was observed during the procedure. There was no injury to the patient. The instrument was not inspected before use. The instrument did not collide with any other instrument or tool during the procedure. There were no problems removing the instrument through the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.